Manufacturer narrative:
H6: imdrf impact code f1001 is being used to capture the reportable event of cancelled/rescheduled - post sedation/sedation. H11: the returned orbera365 intragastric balloon system was analyzed. A visual inspection and a functional test were performed. During the visual inspection it was noticed that the device had small holes in it. Based on the information provided and during the visual analysis, it was observed that methylene blue was used when filling the orbera balloon. Regarding the functional test, the balloon was partially filled with water, and no leaks were found between the fill tube and the valve. Based on all gathered information, the probable cause selected is cause not established, since the event happened during the procedure and cannot be replicated in the laboratory. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system placement procedure was performed on (B)(6) 2025. During the procedure, after the balloon was inserted using saline and methylene blue, it was noticed the balloon was leaking. The balloon was removed, and the procedure was cancelled. There have been no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 imdrf impact code f1001 is being used to capture the reportable event of cancelled/rescheduled - post sedation/sedation.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system placement procedure was performed on (B)(6) 2025. During the procedure, after the balloon was inserted using saline and methylene blue, it was noticed the balloon was leaking. The balloon was removed, and the procedure was cancelled. There have been no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.